Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
It was reported that the patient experienced pain and recurrent hernia. No additional information provided.

Manufacturer narrative:
Date sent to FDA: 6/26/2019,

Manufacturer narrative:
Date sent to FDA: 4/27/2020. Additional narrative: it was reported that the patient underwent recurrent hernia surgery on (B)(6) 2016 and mesh was removed in which the surgeon noted that small bowel was adherent to mesh. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 4/30/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.